Manufacturer narrative:
All patient details have been included. No additional patient details are available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated sodium results for a patient when processing on the alinity c. The following data was provided for the patient: 1st run: was performed on ac01143. Sodium: 161.7 mmol/l. 2nd run: was performed on different analyzer (ac01165). Sodium: 138.6 mmol/l. Additional test results for creatinine, crp and potassium were also provided for this patient: 1st run: crea enz: 50.6 umol/l. Crp: 14.4 mg/l. Potassium: 4.84 mmol/l 2nd run: crea enz: 70.1 umol/l. Crp: 21.5 mg/l. Potassium: 4.16 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, and a review of product labeling. A search by product lot number for other tickets similar to this issue found one other complaint for falsely depressed result that was not identified as a deficiency. No atypical complaint activity was identified. A review of the trending data did not identify any trends. No non-conformances were identified. No returns were available. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.